Event description:
As reported, the peg plug of a 6f/7f mynxgrip vascular closure device (vcd) was in fragments when the 6f non cordis sheath was retracted and the plug released. Part of it stuck and sealed on the catheter sheath introducer (csi) and were displaced externally. The plug was outside from the patient and crumbled in fragments. Those fragments were out of the sheath, externally. There were no fragments deployed in the blood vessel. The puncture site was not sealed afterwards by the device and therefore the procedure was completed with manual pressure. There was no reported patient injury. The device storage temperature did not exceed 25 °c. The procedure used a retrograde approach with femoral artery access. The user is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) plug of a 6f/7f mynxgrip vascular closure device (vcd) was in fragments when the 6f non-cordis sheath was retracted and the plug was released. Part of it stuck and sealed on the catheter sheath introducer (csi) and were displaced externally. The plug was outside from the patient and crumbled in fragments. Those fragments were out of the sheath, externally. There were no fragments deployed in the blood vessel. The puncture site was not sealed afterwards by the device, and therefore the procedure was completed with manual pressure. There was no reported patient injury. The device storage temperature did not exceed 25 °c. The procedure used a retrograde approach with femoral artery access. The user is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgriptm vascular closure device was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open, and the procedural sheath was observed to have been on the outer cartridge tubing as received. In addition, the syringe was returned attached to the device with no anomalies observed. The sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. Additionally, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according with instructions for use (IFU), and no anomalies were observed. The balloon was inspected using a vision system to obtain a magnified image, and no anomalies were noted. A product history record (phr) review of lot f2229906 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿component-component issue¿ and ¿sealant-sealant misdeployment¿ was not confirmed through analysis of the returned device since the device was received in a condition of complete device removal and no other damages or anomalies were noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages/anomalies noted with the returned device and sealant/advancer tube were not included with the product. However, procedural/handling factors (such as excessive force during the sheath retraction step) are possible. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the IFU also states, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229906 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.